Event description:
In 2009, the pt's wife reported that the pt's blood glucose measured "hi" on his blood glucose monitor. She stated that "it's been high when the cannula has been blocked" or "when it (infusion site) has been in place too long". She stated that if the pt's infusion site has been in place for a long time, the area becomes hard. The pt changes the infusion site every 2-3 days. The wife was advised the infusion site should be changed every 2 days. The wife attributes elevated blood glucose to site absorption issues and the pt being sick. She stated that last year the pt developed an infection at the infusion site and it had to be lanced by a physician. When the pt experienced elevated blood glucose associated with poor absorption, he injects insulin via syringe. The tp did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.